Manufacturer narrative:
This report is to follow up with medwatch# (B)(4). Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Robotic hiatal hernia repair - dr (B)(6) - "during a robotic hernia case at (B)(6) a portion of the distal end of a 12mm trocar (ctf73) broke off into the patient. The surgeon searched for the piece but could not find it. The patient was sent to CT where they were able to located the piece that had broken off. The patient was brought back down to the operating room where the surgeon was unsuccessful in loading and removing the piece." Patient status - "as of now the patient is still admitted in the hospital and the piece has not been removed. For answers 2 and 3 answers are tbd" question# 2 did incident result in permanent impairment of a body function or permanent damage to a body structure? Question#3 was medical or surgical intervention necessary to preclude permanent impairment of a body function or permanent damage to a body structure?

Manufacturer narrative:
Additional information was requested from the customer and provided. Investigation summary: one ctf73, 12 x 100mm kii® fios® z-thread cannula and one blunt tip obturator were returned for evaluation. The blunt tip obturator returned is not included in the ctf73, 12 x 100mm kii fios system and was returned in error. While the ctf73 trocar was returned to applied medical with the wrong obturator (i.e. Blunt tip obturator), additional information received from the customer confirmed that the actual obturator utilized during the procedure was a kii fios obturator, and it did not have any notable damage. Upon visual inspection of the returned cannula, engineering confirmed the cannula tip was fractured. The returned cannula's wall thickness was measured and it was determined that, aside from the damage to the cannula tip, the component was dimensionally within specification. Results from testing showed that the material at the cannula tip displayed ductile behavior due to bending, and not fracturing, when force was applied. This indicates that there was no abnormality in the material used to manufacture this component. Although the exact root cause is unknown, it is most likely that the cannula tip fracture is due to the way in which the robotic instrumentation was being used with the trocar during the procedure. It is possible the robot had an instrument inside of the trocar and started to articulate it before the instrument was inserted all the way through the cannula. This could produce sufficient force to break the cannula tip as seen in this incident. This also could have happened upon removal of the instrument if it was not properly aligned to its original position before being retracted through the cannula. Applied medical continuously seeks to improve the form, function, and ease of use of its products, and will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is to follow up with medwatch# (B)(4). (B)(6) 2016 - hospital staff does not have any update on the 2 questions was stated on the initial report. Question# 2 did incident result in permanent impairment of a body function or permanent damage to a body structure? Question#3 was medical or surgical intervention necessary to preclude permanent impairment of a body function or permanent damage to a body structure?

Event description:
Medwatch report# (B)(4). Attempted robotic xi assisted laparoscopic multiport hiatal hernia repair; converted to open at 1242. Abdominal wound exploration. Injuring incurred: unknown. "During a robotic the clear plastic from the trocar, a piece of the clear plastic from the trocar broke off inside of the patient's abdomen. The physician searched for the piece, but could not find it. There was an intra-operative CT scan and then an exploration of the patient's abdominal would for the broken piece of plastic." Additional information received from the customer on june 2nd, 2016: the patient's body mass index was (B)(6) on (B)(6) 2016. No unusually high insertion force was required during insertion of the device. An 8mm davinci trocar and scope were inside of the trocar during insertion of the device. The trocar was inside the patient from approximately 15 to 20 minutes. While the trocar was returned to applied medical with the wrong obturator (i.e. Blunt tip obturator), the actual obturator utilized during the procedure was a kii fios obturator and it did not have any notable damage.